Event description:
Rptr indicated a vns dell x50 computer would not hold a charge despite being properly charged. The dell computer and flashcard are currently in prod analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.